Event description:
It was reported that a dissection occurred, requiring additional intervention. On (B)(6) 2024, the subject underwent treatment with an eluvia drug-eluting stent for target lesion #001 located in the left mid superficial femoral artery as part of a clinical trial. The lesion had a proximal and distal reference vessel diameter of 6 mm, a lesion length of 120 mm, and 100% stenosis, classified as a tasc ii c lesion. Prior to treatment of target lesion with study device, pre-dilation was performed using 4 mm x 150 mm and 5 mm x 150 mm sterling pta balloons. Treatment of target lesion was performed by placement of 6 mm x 120 mm eluvia drug eluting stent, study devices. Following post dilation was performed using 6 mm x 120 mm sterling pta balloon and the final residual stenosis was noted to be 10%. On (B)(6) 2024, during index procedure, occlusion noted in left mid superficial femoral artery (target lesion #001) was treated using 4 mm x 150 mm sterling pta balloon. Repeat intravascular ultrasound (ivus) revealed fibrous-calcified lesion and complication of dissection. Upon querying, site confirmed 4 mm x 150 mm bsc sterling pta balloon led to dissection. In response, balloon dilation was performed using 5 mm x 150 mm sterling pta balloon. Then 6 mm x 120 mm eluvia drug eluting stent was placed which was post dilated using 6 mm x 120 mm sterling pta balloon. Final ivus revealed well expanded stent, no complications, 0% residual stenosis and timi flow 3 was noted on angiography. On (B)(6) 2024, the subject was discharged from the hospital on the same day on dual antiplatelet therapy.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.